Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center for a report from the customer contact that an e301 (audio alarm failure) error code was found in the device history. This does not indicate a reportable malfunction. However, during verification testing at the service center, the device displayed e301 (audio alarm failure) with no audible alarm tone.